Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. Subsequently, a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. Customer changed pump supplies to address the issues. There was no reported adverse impact to the customer¿s blood glucose level.